Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for svt. The patient ventricular rate fell in vf zone and hv therapy was delivered. The device was reprogrammed.